Manufacturer narrative:
No further information has been reported. The device(s) have not been returned. Based on the complaint information provided, it is unconclusive if the event is related to the device, surgical approach, surgeon experience, and/or patient anatomy. This report is filed pursuant to 21 cfr 803 and all information contained within this report is subject to the details provided by the reporter. Any subsequent information will be provided in a follow-up report.

Event description:
Surgeon reported that during follow-up appointment with patient, she reported dysuria with every void. Previous healthy medical history. Her only surgery was the sling. I removed the portion surrounding her urethra and her dysuria resolved.